Manufacturer narrative:
Based on additional information there was no complaint against the dcs syringe and the event does not meet reporting guidelines. This one of three products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00320 and 1058196-2010-00330.

Event description:
The coil embolization trans-arterial embolization (tae) of the external carotid artery that was not calcified and not tortuous. The orbit helical fill 2x8coil (637hf0208) and the dcs syringe (635002) were used for the procedure. When the coil was delivered in the microcatheter (detail unknown), it was noted that the size of the coil was not appropriate for the target vessel. Then, the physician tried to pull the coil back, and it was found that the coil became early-detached. The coil was removed and changed to other new coils. The procedure was continued using other coils and completed without any patient injury. It is unknown which caused the event, the coil or syringe. The coil was prematurely detached once it was inside the microcatheter. During the event, the coil was not unraveled or stretched, and the coil will be returned for analysis. During the event, pressure was not applied with the syringe to detach the coil. After the event, the same syringe was not utilized with other devices.

Manufacturer narrative:
A dedicated saline source was utilized to fill the syringe, and no leaks or damages were noticed at any time with the syringe. There was no resistance/friction with the coil or delivery system and the catheter utilized for delivery. No other damages were noticed on the delivery system or syringe. No further information was available and no products will be returned for analysis. This one of three products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00320 and 1058196-2010-00330. No corrective action will be taken at this time.